Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head electromagnetic field immunity functional test is out of electrical specification. Rf head cable found out of electrical specification. Analysis also found the rf head label is missing laminate. Product ID: 2090 programmer. Product ID: 229047 analyzer. (B)(4).